Event description:
It was reported that nurse stated the patient had been rewarming in controlled normothermia at 0.25c/hour to 37c. Patient temperature was still 33.5c. The device alerted, but nurse was unsure how to get back there. Mss guided to event log and noted alert 116 (patient temperature not changed). Water temperature was 26.6c, flow rate was 2.1lpm. No alert 113 (reduced water temperature control) in event log. Water level was 4 bars. Nurse drained 500ml and placed device in manual control. Water temperature warmed to 41.4c. Nurse disabled manual control and restarted the therapy. Mss explained that nurse could check their protocol to see what other interventions they might be able to take (bair hugger and warm blankets).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that nurse stated the patient had been rewarming in controlled normothermia at 0.25c/hour to 37c. Patient temperature was still 33.5c. The device alerted, but nurse was unsure how to get back there. Mss guided to event log and noted alert 116 (patient temperature not changed). Water temperature was 26.6c, flow rate was 2.1lpm. No alert 113 (reduced water temperature control) in event log. Water level was 4 bars. Nurse drained 500ml and placed device in manual control. Water temperature warmed to 41.4c. Nurse disabled manual control and restarted the therapy. Mss explained that nurse could check their protocol to see what other interventions they might be able to take (bair hugger and warm blankets).

Manufacturer narrative:
Per investigation finding, it has been determined that this event is not reportable.